Event description:
Reportedly, an end to end anastomosis was established during an operation for cancer in the rectum. Shortly after the end of the operation, the pt experience a leakage of the anastomosis and is subjected to resurgery. During resurgery, the surgeon finds the original staples completely unbent. The pt expired two days later.